Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report # is 9616099-2009-01187. A review of the mfg documentation associated with these lots presented no issues during the mfg process that can be related to the reported complaint. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in japanese usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended.

Event description:
This complaint is from a clinical study. The angioguard xp delivery and the stent placement (precise) were successful. Pre-dilatation (3.5 mm/6 atm, brand unk) and post-dilatation (5.5 mm/10 atm, brand unk) were performed with balloon catheter. During the procedure, the pt's blood flow stopped. Blood around the target lesion was suctioned for 120 cc by an aspiration catheter (eliminate, clinical supply, lot unk) and the flow returned to normal within a day. The debris was found within the filter basket after the removal of the ag from the pt body. According to the physician, the debris might have clogged the filter basket and led to the no flow. There was no adverse consequence to the pt and he is out of the hosp now. The target lesion was right common to internal carotid artery. The pt was male. There was mild calcification and no vessel tortuosity, the rate of stenosis was 60%.